Manufacturer narrative:
Block e1 (initial reporter first name and email address) has been updated based on the additional information received on october 20, 2025. Block e1: there were two physicians reported: dr. (B)(6) and dr. (B)(6). Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment. Block h11: investigation results: the returned sponge from rx locking device and biopsy cap was visually inspected. Only the sponge was returned, and it was observed damaged. It is possible that the procedural factors, such as handling of the device, could have resulted in the damage encountered in the device. Based on the analysis of the returned device and all available information, the probable cause of the reported event is "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event. Sponge detachment is likely to occur during preparation for procedures while devices are passing through the biopsy cap. However, the reported event of scope damaged/defective cannot be confirmed because the scope has not been returned for analysis. Therefore, the root cause of the reported damaged scope cannot be confirmed. For this reason, this event will be classified as "cause not established."

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. It was reported that during a procedure on (B)(6) 2025 the sponge of the biopsy cap became lodged in the duodenoscope. A water-soluble lubricant to the top of the biopsy cap, prior to use. The foam piece was retrieved during scope cleaning and sterilization. Reportedly, the scope had to be sent for repair. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block e1: there were two physicians reported: dr. (B)(6) and dr. (B)(6) . Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. It was reported that during a procedure on (B)(6) 2025 the sponge of the biopsy cap became lodged in the duodenoscope. A water-soluble lubricant to the top of the biopsy cap, prior to use. The foam piece was retrieved during scope cleaning and sterilization. Reportedly, the scope had to be sent for repair. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block e1: there were two physicians reported: dr. (B)(6). Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment. Block h11: investigation results. The returned sponge from rx locking device and biopsy cap was visually inspected. Only the sponge was returned, and it was observed damaged. It is possible that the procedural factors, such as handling of the device, could have resulted in the damage encountered in the device. Based on the analysis of the returned device and all available information, the probable cause of the reported event is "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event. Sponge detachment is likely to occur during preparation for procedures while devices are passing through the biopsy cap. However, the reported event of scope damaged/defective cannot be confirmed because the scope has not been returned for analysis. Therefore, the root cause of the reported damaged scope cannot be confirmed. For this reason, this event will be classified as "cause not established."

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. It was reported that during a procedure on (B)(6) 2025 the sponge of the biopsy cap became lodged in the duodenoscope. A water-soluble lubricant to the top of the biopsy cap, prior to use. The foam piece was retrieved during scope cleaning and sterilization. Reportedly, the scope had to be sent for repair. There were no patient complications reported as a result after this event.